Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited noise. Further noise measurement using sense amplitude channel was suggested; no changes or interventions were reported. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.